Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (03/22/2015). The patient¿s test strips have been returned on 2/13/2015 and evaluated by lifescan product analysis on 3/10/2015 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 5 was observed with no assignable cause found. In addition, a secondary issue was noted where the test strips were found to have shelf life exceeded. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling) and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.